Event description:
The patient presented to the emergency room with pre-syncope and dizziness. The device was interrogated in clinic and increased capture thresholds resulting in loss of capture was noted on the right ventricular (rv) leadless pacemaker (lp). The rv lp was reprogrammed as an intermittent resolution to this event. The rv lp was deactivated, and a new device was implanted to resolve this event. The patient was stable.